Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that leads were explanted. Patient was stable.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 1627487-2021-16544. It was reported that patient experienced ineffective stimulation. A surgical intervention to explant the full system is anticipated in the near future. No additional information is available at this time.